Event description:
An altitude alarm was reported on the pump, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer received tips from technical support to prevent future altitude alarms and resumed insulin use with the original cartridge without needing a replacement.